Manufacturer narrative:
Pr 9237924 follow up MDR for device evaluation (event 2of 2): no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 383512 and lot number 3032872. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd nexiva had a hole in the catheter and leaked. The following information was provided by the initial reporter: customer stated that two bd nexiva closed IV catheters had a hole in the plastic at the end of the catheter tubing. Saline leaked out from the hole in the plastic. They were both from the same lot number and happened 2 days in a row. Needed to start new IV's, so patients were stuck more than necessary. The patient impact was that we needed to stick them again to start a new IV since the reported ones were defective. I do not have any photos.

Event description:
It was reported that bd nexiva had a hole in the catheter and leaked. The following information was provided by the initial reporter: customer stated that two bd nexiva closed IV catheters had a hole in the plastic at the end of the catheter tubing. Saline leaked out from the hole in the plastic. They were both from the same lot number and happened 2 days in a row. Needed to start new IV's, so patients were stuck more than necessary. The patient impact was that we needed to stick them again to start a new IV since the reported ones were defective. I do not have any photos.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.